Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead became lodged in the tricuspid valve when the physician attempted to position it in the right ventricle (rv). Attempts were made to free the lead but were unsuccessful and elicited ectopy including an episode of atrial flutter that subsided once the lead was no longer manipulated. The physician elected to surgically abandon the lead and completed the procedure with a new rv lead. No additional adverse patient effects were reported.